Manufacturer narrative:
No samples were returned for testing/review. There were no retained samples available for testing. A review of the device history records for this particular finished good lot confirmed the suture material and all other components met the usp and surgical specialties requirements when tested during the incoming inspection processes, manufacturing, in-process and final inspection tests. The device was utilized for high ligation of the great saphenous vein of the lower right extremity during a hernia repair/inguinal incision. It's possible due to the surgical process and the manner that the suture must be placed tightly around a tissue and tied; to tie off a blood vessel to prevent bleeding, or to close a duct, the excessive pressure may have exceeded the tensile strength of the suture material which caused the material to break. Without receiving sterile devices from the operating facility to test and/or receiving details of the exposure time of the material prior to the surgery, preoperative preparation of the device, procedure performed, post-operative events that may have occurred that may have contributed to the suture breaking or the surgeon's technique, a definitive root cause cannot be determined at this time.

Event description:
After the operation, the suture broke and the regional tissue was bleeding. A new suture was utilized to repair the incision. No patient injury reported. No additional details obtained.